Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties verifying a straight suction. After a few attempts, the instrument passed verification and was noted to be slightly inaccurate during tracking. It was noted that the site suspected the instrument was bent. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the amount of inaccuracy observed was 2 mm. The site would not be returning the straight suction. The straight suction seemed fine and seemed to be tracking accurately now. It was noted that it was thought that the straight suction was not actually bent.